Event description:
I used smile direct for 5 months. Over those five months, the aligners caused my gums to recede severely, (yes I filed them down, it happened regardless) even to the point of being a candidate for gum graft surgery, as my local dentist brought to my attention. Smile direct tried to say the recession was "pre-existing" when pre-aligners, the photos show that is simply not true. My gums were completely healthy and normal. In addition to that, the aligners have ruined my bite, so now my teeth only touch on the right side when I bite down, causing me jaw pain in my left side. These are issues that can arise with any aligner treatment, the only difference is, smile direct doesn't assist or pay for any of their clients to get these issues taken care of, like a real orthodontist would. As a result, I called to try and cancel my treatment, and order retainers so I could at least keep my top teeth in place. The agent either lied to me or was misinformed, and said I could cancel/start the return process and still get retainers made and he scheduled an appointment with a local smile shop branch to get my retainers made, and sent me the refund/return information email, and I began the return process and sent back the box with all the aligners. However because of the virus outbreak, I found out the same day of the appt. That the shop was closed, so I called to find out if they could send me an impression kit. A different agent tells me now, that no it's not possible to order retainers now, since I cancelled my service with smile direct. Why the "profanity" didn't the first agent tell me that before I cancelled? The reason I had to rush to cancel was to avoid being charged the monthly fee from (B)(6) for aligners I no longer use! This company does not care about scamming people and causing bigger issues with patients teeth. They can not get away with this. Now I have to go to an (B)(6) ortho to correct the issues with my bite and because I had to stop wearing my lower aligners, and I don't have any retainers, my teeth have all moved back to where they were on the bottom. Thankfully I kept the last set of my top aligners, and that's what I'm using as a retainer. This is an awful company that will cause you more pain, headaches, and money wasted. FDA safety report ID #: (B)(4).